Manufacturer narrative:
Eval, method: device history and sterilization records were also reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2008, the pt was implanted with an scs system. The pt was complaining of persistant pain at the ipg site. It was present when the ipg was both on and off. The doctor felt the ipg was too big and was rubbing against a nerve. On (B)(6) 2010, the ipg was replaced with an eon mini.